Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged particles in the device, nasal/throat irritation or soreness, throat irritation. There was no report of serious or permanent patient harm or injury. In the initial report h10 section was marked incorrectly. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of light brown discoloration on internal surfaces of the top, bottom, front, and back panels, black dust, keratin found in the blower box around the blower outflow seal, short fibrous contamination (black) in the blower box found around the blower outflow seal, light brown dust contaminates within the blower box around the blower intake, contamination in the airpath. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-191 on the error log. The manufacturer concludes the contaminates found were consistent with light brown discoloration on internal surfaces of the top, bottom, front, and back panels, black dust, keratin found in the blower box around the blower outflow seal, short fibrous contamination (black) in the blower box found around the blower outflow seal, light brown dust contaminates within the blower box around the blower intake, contamination in the airpath. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6,h10 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.